Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure, during pulmonary artery disconnection, the surgeon was able to press the green button and was unable to squeeze the handle, hence the device did not fire. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.